Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not turn back on after a battery change and the display remained blank. During troubleshooting, the display did not return. The customer was advised that they would be sent a replacement battery cap. The insulin pump will not be replaced or returned for analysis.